Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A corrective and preventative action (CAPA) has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported both the tibial sheaths failed. Surgeon had them on the handle correctly, he had trialled, but both fell apart, one going in to the joint and one on the inserter itself. It is noted that both sheaths were very brittle. The first one fell apart during insertion and the second broke on inserter handle. Nothing fell into the patient. A competitor device was used to complete the case. Case delayed by not more than five (5) minutes. No adverse event to patient. Please see also medwatch report 1221934-2018-52528.